Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the rod holder reportedly broke during surgery. There was was a five (5) minute surgical delay occurred while preparing a replacement holder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record (DHR) review was attempted for the subject device lot. The DHR is no longer available for this device because the device is older than 14 years. At the time of manufacture on dec 21, 2000, manufacturing documents for instruments were only required to be retained for 10 years. This requirement was in place until august 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that before using the device, it was noticed that the rod holder was broken. One of the screws of the rod holder was broken and the spring had fallen off. The reported issue was discovered before patient use on (B)(6) 2015; however, it is unclear when the reported device was broken or if the issue with discovered during a surgical procedure. There was no report of patient harm or surgical delay. It was reported that a replacement instrument was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - no screw was send back and there is no fragment of a screw visible in thread, therefore the breakage of the screw cannot be confirmed, it's possible that the screw became loose and fall out. The evaluation has shown that the received hold-forceps is in a very used condition. The markings are faded and barely readable, there are strong stress marks and marks of hammer blows all over, the flat surface at the forefront are partially deformed due to often and intense use, one leaf spring and the screw that holds it are missing and we found that the screw that holds the remaining leaf spring is loose. One leaf spring and the screw that holds this leaf spring in place were not sent back for evaluation, which makes it impossible to determine the root cause of this occurrence. There is no evidence that supports the statement of the broken screw, like a fragment of the screw in the thread, which can be expected when the head of the screw is broken off. The second leaf spring is still in place, but here the screw is loose. This could be an indication that the other screw was also loose and did rather fall out than break. Based on the overall condition and the age, manufactured in the year 2000, of the forceps product fault can be excluded and it is likely that numerous reprocessing cycles in combination with very intense use did lead to complained malfunction, finally the device is in an end of life condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.